Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). See medwatch report # 2032227-2014-25905.

Event description:
It was reported by the customer that their reservoir had insulin leaking past both o-rings. During troubleshooting, the customer was asked to remove the infusion set from their body. Customer stated there was liquid underneath the lcd screen and in the reservoir compartment. Advised customer to discontinue use of the device and revert to back up plan. Customer's blood glucose level was 421 mg/dl at time of reporting. Nothing further reported.